Event description:
Additional information was received from the patient reporting that the ins seemed to be going out as it was not holding a charge as along as it used to. The caller stated that a full charge used to last them several days and now it was only lasting them a day and a half. It was indicated that the patient charges their ins to100 percent. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss charging concerns. It was reported that the issue began a few weeks ago in (B)(6) 2019. The patient also mentioned their previous report regarding having a fusion done and indicated that ever since their stim was ¿out of whack¿. They stated that they requested a rep when this issue first began, but no one called them back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient's weight was updated and the patient noted that nobody called them regarding the issue and it wasn't resolved. No further complications reported.

Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's settings had been out of whack since having a fusion on l4, l5, and s1. The patient wasn't sure if the nerves were cauterized and they weren't sure if the spine was realigned by the fusion. The patient had been adjusted 5 times since the ins was implanted and the pain kept getting worse and traveling from their initial site. The ins wasn't working the way it was last time it was set up. The patient was advised follow up with their healthcare provider to address the issue. No further complications reported.